Event description:
The facility reported an infusion pump with under delivery. The event was reported to have occurred biomed testing. The hospital rep stated they have no record of any patient incident involving the pump since the last co service event and no patient injury had been reported. No additional contact information was available.